Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported by the hospital that the packaging was labeled as item number 14-512230r lot 2269311, but contained item number 14-512235 r lot 2269331. There was no surgery or patient involved.

Manufacturer narrative:
The 4.75 x 30mm reduction uniplanar screw, item # 14-512230r, lot # 2269311 was returned for evaluation. Visual inspection of the item shows the package indicates item 14-512230r, lot 2269311, but the screw included in the package was etched 14-512235r lot 2269331 4.75 x 35mm. The screw returned does not match the label on the package. The complaint is confirmed. The most likely root cause for this non-conformance is that the operators who performed the non-sterile packaging and the qa release stages did not verify that 100% of the product code and lot code etchings on the pieces were correct. Additional root cause is that at the time the rework was initiated, there was no verification of rework activities.¿ the screw length is identifiable via the laser etched on the part, thereby reducing the probability of unintended use with patients. The remaining inventory was found to be accurate.